Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that PICC tubing leaking, appears to be leaking from where the tubing enters the wings of the device. Incident or problem information. Date of incident (yyyy-mm-dd): (B)(6) 2023. Level of harm/impact of incident: patient required new PICC insertion, including unplanned or time and sedation.